Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during the intraocular lens (iol) implant procedure haptic found to be screwed up (loading issue). The lens was not implanted in the eye.

Manufacturer narrative:
Additional information provided in b.5., d.9., d.10., e.1., h.3. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the tip of the pre-loaded device was not in contact with the patient. The scheduled procedure was completed on the same day.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Intraocular lens (iol) was not returned. The reporter stated the use of "healon", this is not qualified for use with the associated iol model. The reported complaint was not observed as no iol was returned for analysis; however, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).